Event description:
Note: this report pertains to the first of two reported malfunctions, which occurred during the same procedure. The date of the procedure was unknown. It was reported to boston scientific corporation in 2008, that a resolution clip was used during a esophagogastroduodenoscopy procedure. During the procedure, when the clip was opened, "one of the jaws hyperextend[ed]." An attempt to deploy a second resolution clip device was performed. Refer to MFR report# 300599803-2008-0xxxx, for a description of this malfunction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.